Manufacturer narrative:
The device was not returned.

Event description:
It was reported by an attorney that a patient allegedly underwent a procedure in which one of our laparoscopic power morcellators (lpm) was used and the patient died in (B)(6) 2014.